Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that after the enteral feeding tube was inserted, it was discovered that the end of the feeding tube had broken off into the stomach. Using topical anesthesia and a scope, the ent was able to retrieve a piece of the tube and one weight. The other three weights were unable to be retrieved. The ent used a scope to retrieve part of the feeding tube under local/topical anesthesia. The patient was admitted overnight for observation and has not yet been discharged.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.